Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be deployed from the catheter despite repeatedly pushing and pulling the handle. The clip was then forcibly pulled off the tissue which fractured the clip. The procedure was completed with another resolution clip. It was reported that the customer attempted to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be deployed from the catheter despite repeatedly pushing and pulling the handle. The clip was then forcibly pulled off the tissue which fractured the clip. The procedure was completed with another resolution clip. Note: it was reported that the customer attempted to remove the sheath completely off the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. **additional information received on march 15, 2023** it was clarified that the clip was not fractured, instead the clip fell off when it was forcibly pulled out from the patient.

Manufacturer narrative:
Block h2: additional information: block a6 (race), b5 (describe event or problem) and h6 (device codes) have been updated based on the additional information received on march 15, 2023. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of premature deployment (yoke is attached to the control wire). The device was returned with only the blue grip attached and the over-sheath was not returned with the device. Microscopic examination was performed, and it was found that the bushing had hit marks. A dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned with evidence of premature deployment, indicating that the clip did release from the catheter. It is possible that operational factors during the procedure such as trying to open the clip once it was already activated could have caused the prematurely deployment of the clip. Regarding the hit marks found on the bushing, this is likely due to the interaction between the yoke and the capsule, in order to deploy the clip. However, the device was returned without the clip assembly, and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components interaction were the root cause of the reported allegation. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as the customer forcibly pulled a deployed clip from the tissue during the procedure, which is not describe in the instructions for use. Additionally, it was reported that the over-sheath was attempted to be completely removed from the device. However, per the instructions for use, the over sheath is supposed to be retracted to expose the clip and not removed from the catheter.